Event description:
Two months post heartware lvad implantation. The patient experienced a high priority alarm (red alarm) in her controller. A family member disconnected and re-connected one of the batteries and everything went back to normal. The patient remained stable during the event. The vad coordinator inspected the controller connectors nothing unusual was noted. The batteries were removed from the patient and a new set of batteries were supplied. There were no injures associated with this event

Manufacturer narrative:
The batteries were returned; various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. These included clinical event analysis, visual & functional testing and manufacturing record review. Thorough external visual inspection of the batteries revealed no signs of physical damage or contamination. Review of manufacturing record confirmed that the batteries met all requirements for release. Functional testing on one of the four batteries returned revealed a defective cell pair capable of reaching an under voltage condition that is likely the cause of the reported premature power port changes described. An internal investigation (CAPA) has been open to address the issue. No additional information will be forthcoming.